Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) but it was suspected to be sinus with premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.